Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that rv lead showed elevated threshold. The physician was dr. (B)(6) at (B)(6) medical center in louisville, ky. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).